Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The risk of the reported event is a known and anticipated complication of procedure and covered in the device directions for use (dfu). Additional information provided by the customer the coil was advanced or retracted with force. Based on the information currently available, a cause of user error will be assigned to the investigation as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user. The device is not available to the manufacturer.

Event description:
It was reported during procedure, the coil (subject device) prematurely detached outside the aneurysm in ica (internal carotid artery). Then the microcatheter was kicked out of the aneurysm. When the physician advancing the microcatheter over the detached coil, the coil became unattached and was left in the ica. Therefore, the physician removed the coil from ica by advancing a guidewire up and twisting the coil around it and pulling it out. The procedure was completed successfully after and the patient¿s status was good.